Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 07/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nine months and twenty-one days post a port placement, there was allegedly no blood return found during the infusion port maintenance before treatment and the patient was accompanied by a bolus injection during the infusion maneuver with right swelling and fluctuation sensation in the subcutaneous part of the patient's internal jugular vein during the pulse flushing technique and complained of tingling during the bolus injection. It was further reported that the port catheter was allegedly ruptured and middle segment of the high-density catheter was discontinuous and had allegedly separated. Reportedly, the catheter tip was allegedly located in the heart chamber and interventional department assisted in emergency surgery of intravascular foreign body removal and infusion port removal. The patient is reported to be stable now.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photo shows a power port attached to a catheter and a broken segment of distal catheter therefore, the investigation is confirmed for the reported complete fracture. However, the investigation is inconclusive for the reported no blood return and migration issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nine months and twenty-one days post a port placement, there was allegedly no blood return found during the infusion port maintenance before treatment and the patient was accompanied by a bolus injection during the infusion maneuver with right swelling and fluctuation sensation in the subcutaneous part of the patient's internal jugular vein during the pulse flushing technique and complained of tingling during the bolus injection. It was further reported that the port catheter was allegedly ruptured and middle segment of the high-density catheter was discontinuous and had allegedly separated. Reportedly, the catheter tip was allegedly located in the heart chamber and interventional department assisted in emergency surgery of intravascular foreign body removal and infusion port removal. The patient is reported to be stable now.